Manufacturer narrative:
Evaluation summary: the customer's reported problem was not verified. The pump was visually inspected and no physical damage was found on the pump. Delivery accuracy tests were performed and found to be within the control limit specification of +/- 3% and well within the published specification of +/- 6%. Additionally, the design history record was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, no corrective actions will be taken at this time.

Event description:
User facility requested repair of an ambulatory infusion pump due to "failed accuracy test". No patient details were provided.